Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 01/2021).

Event description:
It was reported that some time post dialysis catheter placement, tissue alleged failed to grow around the cuff, which resulted in catheter dislocation. Reportedly, the dialysis catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
A sample evaluation could not be performed as the samples were not returned therefore the investigation is inconclusive due to the fact that no sample was returned for evaluation. A sample evaluation could not be performed as the samples were not returned therefore the investigation is inconclusive due to the fact that no sample was returned for evaluation. The definitive root cause could not be determined.

Event description:
It was reported that some time post dialysis catheter placement, tissue alleged failed to grow around the cuff, which resulted in catheter dislocation. Reportedly, the dialysis catheter was replaced. There was no reported patient injury.